Event description:
I received what turned out to be a "bad batch" of insulet corp. Omnipods (product #pod-zxp420), lot #l41899. For whatever reason, the spring mechanism would not work, so I was not able to effectively use my insulin pump. This resulted in a number of fluctuations in my glucose levels. My father called the company, and they agreed to send us some new pods.